Manufacturer narrative:
(B)(4). Batch # m53a16. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿torquing and moving by itself?¿ was the device difficult to articulate? Was the articulation knob damaged? Was there some other articulation issue? If yes, please explain. Did it torque and move by itself during firing? Were there any issues with the staple line, cut line, or resulting tissue damage? If yes, please explain. The analysis results found that the ats45 device was returned with the articulation bands damaged and with no reload present on the device. The returned device was tested for functionality with a test reload and it was fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic diagnostic possible ventral hernia repair procedure, the device misfired. It was torquing and moving by itself. Case completed with another device of the same product code. There were no patient consequences reported.